Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 8 applications were performed with balloon catheter, 2af284 and lot number 22275 on the date of the event. System notice (B)(4) ¿the refrigerant delivery path is obstructed¿ was confirmed in the first application. Also, a clinical issue (st elevation) was encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of a relation of the adverse event to the performance of the balloon catheter. Additionally, the reported air ingress could not be investigated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, (st) segment elevation was observed after the second left superior pulmonary vein (lspv) ablation started. The st elevation restored in approximately one minute without medication administration. The physician suspected that the air removal in the saline might be insufficient or the flushing of the sheath may be insufficient. The case was completed with cryo. No further patient complications have been reported as a result of this event. Further information received indicated that air ingress was confirmed on the balloon catheter and the sheath by the physician.